Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, information was received from a manufacturer representative (rep), regarding a patient receiving dilaudid (15 mg/ml, 12.8 mg/day) via an implantable pump. The patient reported increasing pain and no relief from the pain pump, therefore, surgery was added on today. The catheter was unable to be aspirated, and a new catheter was implanted. The pump was proactively replaced during the revision as well. The issue was resolved at the time of this report.